Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. A review of downloaded software flag files on the day of the event, which consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags, was performed. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or death. Device manufacture date monitor sn (B)(4): 03132013, electrode belt sn (B)(4): 7/14/2011.

Event description:
A us distributor contacted zoll to report that a patient received an inappropriate treatment prior to passing on (B)(6) 2017. It was reported that the patient was in the hospital at the time of the event. Review of the downloaded data revealed that the patient experienced an inappropriate defibrillation event on (B)(6) 2017 at 08:11. A 150j shock was delivered while the patient was in svt. The rhythm after the shock was sinus rhythm at 90 bpm. Svt rate above treatment threshold contributed to the false detection. It was reported that the patient was not wearing the lifevest at the time of passing. Review of downloaded data confirms that the device was shutdown at 08:19 am, prior to the patient's death at 09:15 am. No indication at this time that the lifevest caused or contributed to the patient's death, as the device was not active at time of death.